Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited noise signals and undersensing in the real-time electrocardiogram upon interrogation. Upon applying firm contact between the device and patient tissue in the pocket, the issue was resolved.